Event description:
It was reported that the unit broke off into the patient and all debris was successfully retrieved.

Manufacturer narrative:
The tip breaking condition (ceramic) was confirmed on the returned unit. The detached piece was not returned with the unit. The probable root causes for the reported condition can be associated, but are not limited to: 1. Non conforming component according to the device history record review, the lot was manufactured according to specifications. 2. Poor assembly process in addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. According to the activation history, the unit was extensively used during surgery as the unit was activated at least 46 times, which is the maximum amount of activations the e-prom stores before the ceramic fell off, which indicates that the unit was assembled properly and was fully operational for an extended period of time. 3. Misuse the probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. The event description stated that during the same shoulder arthroscopy procedure, during which a cutter/bur was used, the cutter crumbled while it was cutting tissue within the patient¿s shoulder. Significant wear marks were observed on the bur proximal end and in the housing sleeve (typical of flaking units). These wear marks suggest there was excessive friction between the inner and outer assembly, which resulted in metal particles generation. In addition, the driveshaft (red plastic piece) was broken. The most probable root cause may be associated to excessive force applied by user (bending/prying). The returned unit showed scratch marks with a pointy object on the lumen and insulation which is indicative that it could have been used for the mechanical displacement of tissue or bone, as a prying or scrubbing tool, which can result in the damage observed, it is contraindicated as per user instructions for the serfas energy probes family and it may have contributed to the reported condition. It is possible that the user could have been coagulating and cutting through hard tissue. The returned unit had an excessive amount of burned tissue inside the tip¿s cavity (electrode and suction patch). The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit broke off into the patient and all debris was successfully retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.